Event description:
It was reported that during a cholecystectomy procedure, the jaw would not open after the second firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). Broken; bent; damaged floor the device was received with the floor bent, the jaws partially closed, and with a clip partially formed inside the jaws. Due to the condition of the floor, the trigger could not be activated and the jaws remained partially closed. It could not be determined what may have caused the damage found.no incident related to the reported event was observed during the batch record review.

Event description:
A customer reported getting an e-6 message on their blood glucose meter as a result of using expired test strips. They further reported experiencing symptoms of hypoglycemia with loss of consciousness. However, no self-treatment or third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.